Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The mitraclip IFU states: use echocardiographic imaging to verify valve function, satisfactory coaptation and insertion of both leaflets by observation of leaflet immobilization, single or multiple valve orifices, limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to user error, as leaflet insertion assessment was not performed prior to deployment. In addition, due to the leaflet flail, it is likely that challenging patient anatomy also contributed to the leaflet detachment. The reported worsening mr was likely a result of the slda, as the mr was reduced to grade 1-2 after the second clip was implanted and increased to grade 4 after the slda of the third clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: steerable guide catheter implanted mitraclip (x2). (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation, which required additional mitraclip implantation. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure, to treat degenerative mitral regurgitation (mr) of grade 4. A pre-existing flail was noted on the anterior mitral leaflet. Two mitraclips were implanted without issue and the mr decreased to grade 1-2. A third clip was advanced into the patient anatomy and positioned for deployment. Leaflet insertion was not adequately assessed before the clip was deployed; however, the physician deployed the clip. It was then noted that the clip detached from the anterior mitral leaflet, remaining attached to the posterior mitral leaflet. A 4th clip was implanted to stabilize the third clip, but the mr could not be reduced. Additional treatment consultation will be discussed with the heart team for possible surgical treatment. The patient was in stable condition post procedure and the mr remained at grade 4. No additional information was provided.